Manufacturer narrative:
Updated evaluation method code, evaluation result code , component code and conclusion code.

Event description:
It has been reported to philips that monitor located in smart mount on the ambulance. While connected to a patient obtaining a bp and spo2, the monitor started flashing a warning/alert displaying "monitoring interrupted" with a blue screen. The monitor would then completely shut down and restart on it's own. This happened a total of 4 times in a 15 minute period. The monitor was completely unable to be used. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.